Event description:
The rn noted bubbles and pockets of air in the IV tubing from the pump to the patient's peripheral IV site. The alaris IV pump unit had not alarmed at all despite the presence of air. No obvious defect was noted in the tubing or large volume IV bag. Pump was immediately turned off and disconnected from the patient.